Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (damaged connector / will not power on) was confirmed. As received, the battery charger would not power on. Upon evaluation, the power supply connector was separated from the power supply cord. The cause of the inability to power on is the damaged connector. The root cause of the damaged connector is excessive force placed at the connector. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that the connector on a patient's battery charger was damaged and would not power the charger.